Event description:
It was reported by service report that the scale would not zero and the bed exit was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell.